Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed and driven on an in-house system. The instrument passed the self-tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, the cut and energy delivery test passed. The instrument was fully functional. The grip force test was performed and passed to specifications at straight 6.07, pitch 6.18, and yaw 6.69. The gage pin test passed 0.002". Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted pulmonary wedge resection procedure, it was alleged that the vessel sealer extend instrument stopped sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the vessel sealer extend instrument suddenly stopped working. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: it was reported that the vessel sealer extend instrument stopped sealing. The surgeon was trying to use the vessel sealer extend on the pulmonary artery. The customer did not receive any error messages and could not confirm if audible tones were generated. It was confirmed that a bipolar forceps instrument was used to complete the procedure with no further issues.